Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Health care provider reported patient needed MRI of the neck and patient said device in not working. Patient stated the doctor was going to remove the device. The patient said it worked for 3-4 years then she said it has never worked since implant. Patient said she was told by manufacturer rep a year ago that an MRI was okay because her device was not working. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation . Additional information reported on (B)(6) 2016 that current manufacturer representative stated that the representative that had previously covered the office has left company.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.